Manufacturer narrative:
Additional info b5: medtronic received additional information that the 2 cannulae was not heated or cooled. And there was no impact to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Pli 10 and pli 20): medtronic received information that during use of two eopa 3d arterial cannulae, it was reported that a pin holed size hole was found on both devices, when attempting to place cannula. The damage was mid way down the wire re-enforced portion of both of the cannula. The damage was not in the location of the sutures. The hemostasis cap was used when the introducer was inserted. Both devices were replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.